Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had button error. The customer¿s blood glucose was 138 mg/dl at the time of incident. Customer states that it did not freeze and they reported no errors but he just noticed it was a little longer to react. The customer reported that the sensor had received change sensor alarm and calibration not accepted alarm. The customer reported that they did not receive a sensor updating alarm. The insulin pump will not be returned for analysis.